Manufacturer narrative:
The lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned to the manufacturer for evaluation; however, medical records were provided and reviewed. The investigation is confirmed for the reported material deformation and filter perforation. The definitive root cause could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction, from a single source. A review of the reported information indicates that model 2120f vena cava filter allegedly experienced material deformation and filter perforation. There is no known impact to the patient. The (B)(6) year old female patient's weight was not provided.